Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (vertebral)/aorta/vena cava perforation, stenosis, tilt, bent strut, worry. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bent strut, worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein due to deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. The patient further alleges "a CT scan in (B)(6) 2019 showed injury to my inferior vena cava with filter strut perforation into the aorta as well as lumbar spine at l3. I continue to worry about all of the possible complications that the remaining filter can cause." Report from CT (computed tomography): "filter tilt: the superior tip of the filter is tilted to the right of midline by 17 degrees with minimal anterior tilt of about 6 degrees. The tip of the filter is in contact with the ivc wall at the 9:00 position. Ivc filter position: the tip of the filter is 1.4 cm inferior to the inferior wall of the left renal vein. The tip of the filter is 0.7 cm inferior to the inferior wall of the right renal vein. The lowest renal vein is the right renal vein. Filter perforation: there is filter strut perforation at the 2 to 3:00 position separated by about 2 mm from the ivc wall and the strut is in contact with the aortic wall at the 11:00 position of the aorta. Filter strut perforation is also shown at the 5 to 6:00 position and the strut projects to the anterior cortex of what appears to be the l3 vertebra. This strut actually extends into and osteophyte along the anterior l3 vertebral body margin inferiorly. It is separated from the ivc wall by about 3 mm. Filter strut perforation separated by 1 mm on the right at the 8:00 position just anterior to the right psoas muscle. Filter strut perforation at the 11:00 position separated by 1 mm and adjacent to a small vein. Filter strut fracture or bending: one of the smaller caliber filter struts on the right shows minimal bending. No filter strut fracture. Ivc stenosis: some minimal narrowing of the ivc just superior to the filter with no significant narrowing shown."

Manufacturer narrative:
The previous medwatch report was submitted by (B)(6) under manufacturer report reference#3002808486-2021-01723. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference. Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. Information has been provided that the patient received a gunther tulip filter. No lot information has yet been received. Investigation: the following allegations have been investigated: organ (vertebral)/vc perforation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown; however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2009. Approximately 9 years and 7 months later, the patient underwent a stent placement related to a cardiac procedure, at which time, doctors discussed the fact that the filter was no longer retrievable. Around 1 month later, the patient underwent a computed tomography (CT) scan of the abdomen without contrast, which revealed filter strut perforation into the aorta as well as his lumbar spine at l3. Hospital and medical records have been requested, but not yet provided.